Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not receiving data was not confirmed. The returned system monitor (serial number: (B)(4) was evaluated at service depot and the reported event was not reproduced during testing of the unit; the system monitor was tested in a mock circulatory loop without any issues. Visual inspection of the returned unit revealed that the locking feet were missing from the unit. The unit was then opened and the screws that secures the locking feet were observed to be loose. Further inspection also revealed a missing screw on the main printed circuit board (pcb) bracket. A purchase order was requested for repairs of the unit; however, the customer declined the repairs and authorized discarding the unit. It was noted that the customer upgraded to a heartmate touch. The root cause of the reported event could not be conclusively determined through this analysis; however, contact between the loose screws and the components in the circuitry may have contributed to the reported issue. Further inspection also revealed damage on the upper corners of the housing. System monitor did not pass the ¿cf slot test¿ during self test of the unit due to a bent pin on the cf card slot. The device history records were reviewed and the records revealed that the system monitor, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The system monitor was shipped to the customer on 02jun2014. Heartmate power module instructions for use (IFU) (rev. B) section 9.0, entitled ¿routine maintenance¿, instructed users to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Heartmate power module instructions for use (IFU) (rev. B) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU (rev. C) section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the system monitor. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was not receiving data. Troubleshooting attempts included rebooting the monitor and swapping patient cables but the issue persisted.